Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had an error in the motor was detected by unexpected error . The customer¿s blood glucose was 215mg/dl. Customer states they are able to rewind the pump. Able to pass displacement test during self-test customer experience battery field alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooted for error 63 and high blood glucose decline by customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failures alarm during testing however, hardware low level failures alarm (variable 3) is found in the formatted history file due to broken trace at pin 1 of u1 (vdd) on the keypad assembly.